Event description:
It was reported that during clinic visit, this pacemaker was found to be in unipolar configuration after a lead safety switch (lss) was triggered due to recorded right atrial (ra) lead high out of range pacing impedances. The health care professional (hcp) called technical services (ts) for further review of the stored device data. Upon review, ts confirmed that the ra lead pacing impedances were greater than 2000 ohms and had been gradually increasing over the past year. Ts also noted that after the lss switch to unipolar configurations, the ra lead exhibited myopotential noise and pacing inhibition. Ts discussed possible causes and troubleshooting recommendations with the hcp. The hcp stated that the physician will continue with monitoring at this time. No adverse patient effects were reported. The ra lead remains in service.